Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. The following reportable malfunction was identified during the device evaluation: poor image due to faulty ccd (charged coupled device). Based on the results of the investigation, it is likely that the following led to the malfunction: degradation problem. The most probable cause was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited blurred picture during an unspecified procedure. The procedure was completed using a similar device. There were no reports of patient harm.